Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported to philips the device had a "miss trigger". A request has been sent to obtain more details. The device was not in use, no patient or user harm reported. The philips field service engineer (fse) confirmed the issue. Following the evaluation of the device, the fse replaced the mc pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications. There was no patient or user harm reported due to this event. It was determined that the root cause was the mc pcba.

Manufacturer narrative:
There was no remote alarm triggered. This event was reported to have occurred during patient use. The patient was transferred to an alternate vent. There was no delay in therapy and no patient harm.